Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was found to have no issues with the lift arm assembly where the sling would attach, so the original complaint issue was not able to be confirmed. The evaluation did find that the outer shaft of left side leg actuator was broken off.

Event description:
Provider advised tbm one of the arms where the slings connects is broken off.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider advised tbm one of the arms where the slings connects is broken off.